Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had button error alarm multiple times. The customer¿s blood glucose was unknown. The customer also reported that the insulin pump had random no delivery alarm, louder and longer rewind. The insulin pump rejects new battery also battery life draining faster but lasting longer than 7 days. The insulin pump will not be returned for analysis.